Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06969. It was reported that a rotawire fracture occurred. A 1.50mm rotalink plus and a rotawire were selected for use. During preparation, outside the patient's body, abnormal noise was heard and it was noted that the rotawire became fractured. The procedure was completed with a new raotawire and a new rotalink plus. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Date of this report corrected from (B)(6) 2018 to (B)(6) 2018. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06969. It was reported that a rotawire fracture occurred. A 1.50mm rotalink plus and a rotawire were selected for use. During preparation, outside the patient's body, abnormal noise was heard and it was noted that the rotawire became fractured. The procedure was completed with a new raotawire and a new rotalink plus. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually inspected and noted that the rotawire was broken approximately at 201.5cm from its proximal end. It also shows kinks along its body. At the breakage section there are signs of rotational wear. The overall length of the rotawire was not measured due to the device condition. Outer diameter of the distal tip, middle and proximal section of the device were noted to be within specification. The investigation conclusion is user/use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: "do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip separation that may result in perforation, dissection, embolism, myocardial infarction and in rare cases, death. The rotawire guidewire has an expected functional life of 5 minutes (total of individual burr run times)". (B)(4).

Event description:
It was reported that a rotawire fracture occurred. A 1.50mm rotalink plus and a rotawire were selected for use. During preparation, outside the patient's body, abnormal noise was heard and it was noted that the rotawire became fractured. The procedure was completed with a new raotawire and a new rotalink plus. No patient complications were reported and the patient's condition was stable.